Event description:
It was reported that the physician noticed that there was insufficient flow a month after implantation. They opted to continue monitoring the pt. The valve was explanted 1.5 years after implantation due to a csf pool around the valve that continued to grow.